Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the gripper issue which has the potential to cause or contribute to serious injury. It was reported that during the mitraclip procedure, the grippers did not seem to be working symmetrically and it took approximately thirty to forty minutes to grasp the leaflets. Additionally, the clip got stuck in the chordae a couple of times, but were able to be removed without injury, using standard troubleshooting maneuvers. Visualization was a challenge as the echocardiogram machine was not functioning properly resulting in blurred images. It was decided to remove the clip delivery system (cds) from the patient. The device was checked outside the anatomy and it was noticed that the grippers would not lower. Another cds was used to complete the procedure. Mitral regurgitation was reduced from grade 4 to grade 1 with one clip. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. It was observed that the gripper arms were initially not parallel; however, upon further device testing, the gripper arms were observed to be parallel and functioned as expected with no issues. The reported failure to adhere or bond to leaflets and clip caught on chordae could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip system instructions for use dictates that the mitraclip nt device should be implanted using fluoroscopy and echocardiography. The fluoroscopy assists in guidance and observation of the device during use. The investigation determined that the failure to adhere or bond to leaflets and clip caught on chordae were likely a result of procedural conditions and user error in proceeding with the procedure with poor echocardiographic visualization. Furthermore, it is possible that challenging anatomy (prolapsed leaflet and lower transseptal puncture) contributed to the reported user experience; however, this cannot be definitively determined. The gripper actuation issues and grippers not parallel are likely a result of the clip caught on chordae and the troubleshooting maneuvers performed to free the clip from the anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.